Manufacturer narrative:
This complaint was originally assessed as an adverse event. However, additional information provided by the account, as well as the device evaluation, determine the reported event does not meet the criteria of a reportable adverse event. The laser generator serial number (B)(4), was returned for assessment and repair. The unit was in good physical condition with no loose parts. No error codes were recorded in fault log. During functional testing, the unit was test fired at 6 watt power setting measured output power 5.2 watts, calculated power = 5.8 watts. The unit was then tested at 12 watts, measured power output is 10.3 watts, calculated power = 11.6 watts. The testing indicates that unit output is within inacceptable range. The unit's power supply connector pins were cleaned and lubricated and then calibrated and tested per (B)(4). The power measured at 12 watt setting =10.6 watts to tissue, using an 89% transmission fiber =11.9 watts port power. The unit was tested per the hardware services electrical safety test. The unit meets all acceptance criteria. The customer's reported complaint description was not confirmed based on testing of the returned unit. Subsequent information from the end user stated there was no patient injury during the procedure. The returned laser generator met specifications and functioned as intended. Additionally the recent sessions log from the returned laser was reviewed and no abnormalities in the power wattage being used were found. A root cause for the reported complaint description cannot be determined. The most likely root cause is incorrect power setting by the user during use. The catalog and lot number of the disposable fiber used during the event was not reported by the user. Based on subsequent information that there was no injury to the patient, no errors noted in the error log and unit passed testing/acceptance criteria, no ship history report (shr) review is required for the fibers shipped to the reporting customer in the six months prior to the procedure date. A review of the device history records was performed for the reported serial number 14705571 for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).

Manufacturer narrative:
It was reported that the venacure1470 unit (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on july 18, 2017: during an evlt procedure, it was reported the laser unit delivered more joules to the patient than expected. It was reported that the patient did not experience harm or injury due to the event. As a precaution, the laser unit is being returned to the manufacturer for assessment and repair.